Manufacturer narrative:
Other text: additional information is provided for h.2, h.3 and h.6. One device was received for evaluation. Visual inspection revealed the sample was received with no physical damage on the device. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: 510k is unknown.

Event description:
It was reported the device exhibited an under delivery. An error of approximately 50g was confirmed when measuring the remaining amount or weight. Measurement on 10 per 10 was 73ml, remaining amount displayed on the device was 31.5ml. No adverse patient effects were reported by the customer.